Event description:
Device 1 of 2 : reference MFR. Report: 1627487-2018-07188. Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 to explant and replace the different manufacturer's leads with an abbott paddle lead due to ineffective stimulation. In addition, the reported adapters were explanted. Effective stimulation was restored following the procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-07188. It was reported the patient's scs system exhibited high impedances while performing a diagnostic check. Surgical intervention is planned to address the issue. The patient's scs leads are from a different manufacturer.